Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had gotten the pump wet while she took a bath. Customer stated that the pump vibrated and showed a red light. The pump screen then went black. Customer changed the battery but it did not do anything. Customer's blood glucose at the time of the incident was 125 mg/dl. Customer stated that they received a sudden vibration followed by a blank display immediately after the pump's exposure to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no unexpected vibrate, red light, black screen or blank display noted. However, moisture damage was found on the electronic assembly and failed the leak test; the leak location is on the cracked case on the battery compartment side. No moisture damage on the battery tube, backup battery, motor, force sensor and keypad assemblies noted. The insulin pump has normal operating current. The insulin pump had minor scratched lcd window and scratched case.